Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a meniscal repair, after deployment of t1 the t2 deployed prematurely through the meniscus. Both ts were removed from the meniscus. The issue was solved with a backup device and there was a delay lesser than 30 minutes. No other complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
The reported device, used in treatment, was received for evaluation. There was a relationship found between the returned device and the reported incident. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was an repeat issue. A visual inspection revealed the device was returned with both t1 and t2 anchors detached from the device and coated with debris. The deployment needle is in the t1 pre-deployment position indicating the device was actuated twice. A functional evaluation confirmed the device was in the t1 pre-deployment position as the needle reset to the t2 pre-deployment position once actuated. The device functioned as expected without the ability to test deployment of anchors. A review of the instructions for use found: read these instructions completely prior to use. Do not push the deployment slider twice or the second implant will deploy prematurely. Do not push the deployment slider until the needle is fully penetrated through the meniscus to the preset depth or t2 will deploy prematurely. A review of risk management files found that the reported failure was documented appropriately. The complaint was confirmed. Factors, which could have contributed to the complaint event, include unintended inappropriate use of the device or accidental trigger deployment. No containment or corrective actions are recommended at this time.